Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest and underwent therapeutic hypothermia. A zoll quattro catheter was inserted into the right femoral vein. According to the customer, patient had an esophageal temp probe in place and connected to tgxp. Per staff the patient felt too warm. Customer then placed a rectal temperature probe and connected to monitor. It was determined that the esophageal temp probe was 2 degrees celsius higher than the rectal probe. Customer stated the esophageal temp probe was appropriately placed. Customer did not attempt to troubleshoot further and did not specify how long the console was running when the issue was observed . Customer discontinued the use of ivtm and continue the treatment with surface . No patient harm or consequences was reported.

Manufacturer narrative:
Customer biomed evaluated the console and no issues were found. Unit passed the testing .it was an education issue so the customer staff were educated on the temperature accuracy between a rectal and esophageal temperature probe.